Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that before surgery, it was observed that charging on the universal battery charger device was not possible. It was further reported that the blue led was flashing. There were no delays in a surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the battery charging led light flashing was confirmed. It was determined that the device had inoperable parts. The assignable root cause was determined to be due to improper production. This issue has been escalated to CAPA. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.